Event description:
This is filed to report thrombus. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3+. The ntw was advanced to the left atrium without issue. Imaging then showed a thrombus on the aortic valve, so the procedure was aborted. Heparin was given to achieve an act over 300. After the ntw was removed, the thrombus was no longer visible on imaging. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported thrombus cannot be determined. The reported thrombus as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported medication required was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.